Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred after filling with fluorouracil and sodium chloride and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13c026 was manufactured between march 4, 2013 and march 5, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.